Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: f/g,promus element,mr,ous 2.75x20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. Proximal stent struts were lifted and pushed distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 18x3.00mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained greater than 45 and less than 90 degree bend with 45-50% ejection fraction. After a guide wire crossed the lesion, pre-dilation was performed with a 2.00x08mm balloon catheter with residual stenosis of 60%. A 2.75x20mm promus element drug-eluting stent was then advanced for treatment but device was unable to cross the lesion. After negotiating the device for almost 10 to 15 minutes to cross the lesion, pre-dilation was performed again. The device was re-advanced but still it was unable to cross. The procedure was completed with another stent. No patient complications were reported and the patient was doing well and the condition was stable. However, returned device analysis revealed proximal stent damage.